Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 1 month ago, the patient noticed their parkinson's symptoms (shaking a lot) started to come back. The patient denied having any falls or trauma prior to the event. The patient thought the amplitude for the right side was set to 2.9 at that time, so they increased it to 3.2. The patient stated that they felt better for "a couple of days or weeks" and their symptoms stabilized, but then their symptoms came back again. The patient added that they also had to increase their medication about 1 month ago when their symptoms initially returned. The patient stated that they tried to increase the amplitude for the right side above 3.2, but the up arrow was grayed out. The patient mentioned that they were able to increase the amplitude for the left side, noting that it was set to 3.8 at the time of the call. During the call, the patient confirmed therapy was turned on, and mentioned that they always keep therapy turned on. Agent reviewed that the upper limit was reached for the amplitude on the right side, and redirected the patient to their healthcare provider (hcp) to further address the issue. The patient also noticed that the dbs therapy app used to indicate that their ins would last more than 7 years, but then it changed to more than 3 years. The patient confirmed that their hcp had adjusted therapy settings during the time they noticed that change. Agent reviewed that the change in therapy settings was likely the reason for the change in ins longevity, and redirected the patient to their hcp to confirm. The patient mentioned that the manufacturer had initially told them that the ins would last more than 5 years, so that was what they expected. Agent redirected the patient to their hcp to further address their concerns and have the ins checked and/or adjusted.